Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The distal lv electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix retracted. Blood and tissue are visible inside the helix. The helix was able to be extended and retracted. The helix is bent and was damaged at the implant attempt. An accurate measurement of the helix is not possible. The bent helix along with the blood and tissue in the helix could affect extension/retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician had difficulty placing a right ventricular (rv) lead during a procedure. On the first attempt, the physician turned the rotation tool approximately 20 times to extend the helix, but the helix would not extend. The physician pulled the lead back and another attempt was made to extend the helix at another location. Again, the helix would not extend. The lead was removed from the body and helix extension was attempted on a sterile table, but no movement was seen. The lead was considered damaged and was not used. A new lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.